Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: pm2240 competitor ipg; implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported by a competitor that the patient's right atrial (ra) lead sensing was unstable and the lead displayed noise whenever the patient moved. The lead remains in use. No patient complications have been reported as a result of this event.